Event description:
Country of complaint: (B)(6). During operation it was found that the s4 screw was faulty. This resulted in the extension of the operation by 15 minutes.

Manufacturer narrative:
Manufacturing site evaluation: the plate with the snap in nose is bent. With this nose out of alignment, a reliable catch of the insert in the body is no longer possible. The reason for this is likely improper attached of the hex key top. The hexagon socket displays damage on the flanks. This is a clear indication that the screw was driven at an incorrect angle. It is probable that the plate was deformed due to incorrect handling. The manufacturing documents have been review and were found to be according to the specifications during the time of production.